Manufacturer narrative:
Product eval: the product was returned for analysis; the reported complaint could not be verified. The product was returned and damaged was observed. Blood and solution was dried on the lens. Product history records were reviewed and all documents indicate the product met release criteria. Root cause: while we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of blood and surgical solution, the damage is potentially related to customer handling. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 06/10/2011 and 06/24/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the capsule tore when the surgeon attempted to insert the lens. The nurse reported that a vitrectomy was performed and the lens was removed and replaced which required an enlargement of the incision. The nurse stated the procedure was completed without further issues. Additional info has been requested.